Manufacturer narrative:
Initial 2 of 2. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that patient faced issue with infusion set as tape did not stick well due to not enough adhesive on (B)(6) 2026. Patient replaced two infusion sets as they only lasted for five days.